Event description:
A user facility reported to olympus, the cysto-nephro videoscope was leaking at the shaft and the control handle was stiff. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer returned device, the scope insertion tube cut and leaking. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insertion tube leaking, bending section rubber glue peeling, bending section distal end separated, control body corroded, and control knob have no movement. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus for device evaluation and investigation confirmed the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, according to the investigation results the metal exposure of the bending tube might have occurred due to the same cause as other breakage, but it could not be judged whether the breakage was due to stress or handling or other factors. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer that the event occurred during a cystoscopy procedure. It was reported that it is unknown if the procedure was completed, but similar device was used and there was procedure delay.